Event description:
The manufacturer received a voluntary medwatch (mw-5151135) in which the patient alleges that device began making loud and whistling noise within. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned to manufacturer.

Manufacturer narrative:
The manufacturer received a voluntary medwatch (mw-5151135) in which the patient alleges that device began making loud and whistling noise within. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid, 510k number, product brand name, has been updated.

Manufacturer narrative:
Corrected information: box b: adverse event or product problem. Describe event or problem: the manufacturer received a voluntary medwatch (mw-5151135) in which the patient alleges that device began making loud and whistling noise within. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Box h: device manufacturers. (Device) problem code grid (1): required - adverse event without identified device or use problem - not applicable - not applicable - c76126.

Event description:
The manufacturer received a voluntary medwatch (mw-5151135) in which the patient alleges that device began making loud and whistling noise within. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.